Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Reportedly, the buttons 7,8,9 are unresponsive and the customer is not able to access the pump settings screen troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for insulin therapy.